Manufacturer narrative:
Patient initials: (B)(6). Patient weight not provided by reporter (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that synthes hardware was removed on (B)(6) 2016 due to reported discomfort. The patient was not implanted with new hardware and patient status/outcome reported as no complications after surgery. No fragments were generated and no piece of the implants remained in the patient after surgery. Hardware removal surgery was completed successfully without any further medical intervention required. There was reportedly one (1) minute surgical delay due to a device handle jamming and not latching. This report is for the post-operative hardware removal due to discomfort, the intra-operative malfunction of the handle is reported under (B)(4). This is report 1 of 10 for (B)(4).